Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) time. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20908881.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and high impedances. The patient underwent a lead explant procedure. The explanted leads will not be returned as they were discarded by the medical facility.